Event description:
The patient is in a nursing home and was nearly unresponsive. The device was used to test their blood glucose and a result of 165 mg/dl was obtained. Another meter was used and it read 26 mg/dl. They were treated with a 50% dextrose IV. Level 1 and level 2 glucose controls were within range on the system. The device was replaced and requested to be returned for evaluation.